Manufacturer narrative:
The reason for explant was initially reported to torax medical as severe dysphagia. Upon further follow-up dr. (B)(6) clarified that the initial complaint form incorrectly checked the severe dysphagia box and should have checked the mild dysphagia box instead. Dr. (B)(6) also specified the type of dysphagia as oral-pharyngeal.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2013. Dilation performed on (B)(6) 2016 prior to explant. Tests prior to device explant showed no reflux and no motility disorder. Patient declined further physician recommended investigation and requested the device be removed. Uneventful device explant due to mild oral-pharyngeal dysphagia on (B)(6) 2016. Linx device found in the correct position/geometry.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2013. Dilation performed on (B)(6) 2016 prior to explant. Tests prior to device explant showed no reflux and no motility disorder. Patient declined further physician recommended investigation and requested the device be removed. Uneventful device explant due to severe dysphagia on (B)(6) 2016. Linx device found in the correct position/geometry.